Event description:
Device malfunction: difficult to deploy, elongated exchange sheath, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment resistance was felt near completion. After deploying the clip, bleeding continued. The technician noticed that the exchange sheath was elongated and the starclose clip had deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
Evaluation of the returned device found that it was completely clip-deployed. The clip was not returned. The distal end of the exchanged sheath was stretched and punctured by the clip tines, resulting in the clip being captured in the exchange sheath instead of being delivered to the arterial surface. The root cause for the stretched exchange sheath and subsequent mislocated clip could not be determined. The stretched exchange sheath is being evaluated through the corrective action preventative action (CAPA) system. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this investigation.